Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated she has been in manual injections since the incident and she wanted to test the insulin pump before going back on it. The customer did not have the tubing clamp to perform high pressure test.